Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
The customer reported that they have been receiving questionable results for a total of fourteen samples collected from one patient and tested for troponin I (tni). Of the fourteen samples, seven were found to have erroneous results. The customer did not know which e601 was used to run samples one through six. These six plasma samples were tested either on e601 serial numbers (B)(4). Sample one was a plasma sample collected on (B)(6) 2013 at 00:47 and resulted as 3.41 ng/ml. Sample two was a plasma sample collected on (B)(6) 2013 at 02:11 and resulted as 3.20 ng/ml. Sample three was a plasma sample collected on (B)(6) 2012 at 07:27 and resulted as 3.46 ng/ml. The plasma sample results for samples one, two, and three were reported outside of the laboratory. A separate whole blood sample collected on (B)(6) 2012 resulted as 0.00 ng/ml on an I-stat point of care analyzer. The result from the I-stat analyzer was believed to be the correct result. Sample four was a plasma sample collected on (B)(6) 2013 at 16:29 and resulted as 3.74 ng/ml. Sample five was a plasma sample collected on (B)(6) 2013 at 19:13 and resulted as 3.53 ng/ml. The plasma sample results for samples four and five were reported outside of the laboratory. A separate whole blood sample collected on (B)(6) 2013 resulted as 0.00 ng/ml on an I-stat point of care analyzer. The result from the I-stat analyzer was believed to be the correct result. Sample six was a plasma sample collected on (B)(6) 2013 at 03:44 and resulted as 4.44 ng/ml. Sample seven was a plasma sample collected on (B)(6) 2013 at 08:38 and resulted as 3.77 ng/ml on e601 serial number (B)(4). The plasma sample results for samples six and seven were reported outside of the laboratory. A whole blood sample collected at the same time as sample seven was tested on an I-stat analyzer and resulted as 0.00 ng/ml. Sample seven was repeated on e601 analyzer serial number (B)(4), resulting as 3.47 ng/ml and this value was reported outside of the laboratory. Sample seven was also repeated on a dimension analyzer, resulting as <0.015 ng/ml. The results from the I- stat analyzer and dimension analyzer were believed to be correct. The patient was first admitted on (B)(6) 2012. The patient is usually admitted and observed for a couple of days, then she is discharged. The customer was asked, but does not know if the patient was admitted based on any results from the e601 analyzer. No additional testing was performed on the patient based on the results from the e601 analyzer. No adverse events were alleged. The tni reagent lot numbers and expiration dates are: lot 17182701 expiring 02/28/2014, lot 17026101 expiring 01/31/2014, and lot 16931501 expiring 11/30/2013. The customer declined a service visit.

Manufacturer narrative:
The customer provided 3 samples from the patient for investigation. Troponin I stat results were found to be comparable to what the customer recovered. An interfering factor with a high molecular weight comparable to igm was found to be present in the sample. This issue is covered by a disclaimer in product labeling.